Event description:
A customer observed positively biased phbr proficiency fluid results on a vitros 5,1 fs analyzer. Biased results of the direction and magnitude observed on a patient specimen may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The investigation determined that the biased results were confined to phbr on a single proficiency sample and were not reproducible. The investigation did not identify an analyzer contribution to the biased proficiency result. Quality control results were within expected ranges at the time the proficiency sample was processed. The root cause is unknown.